Event description:
It was reported that an unspecified transmitter issue occurred. The product was evaluated. An external visual inspection was performed and pass. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss greater than an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of an unspecified transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).